Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that a patient was taken to cardiac catheterization lab (ccl) with left anterior descending artery completely occluded and full of clot, ejection fraction 25%, so decision was made for impella cp. The impella was placed successfully, however there was some oozing at site, however controlled with manual pressure for 10 mins, pressure dressing applied. During support the patient began oozing after heparin was added. Also got effient and angiomax in the ccl, manual pressure successful but dr. St. Claire asked to change purge to plain d5w for 3 hours, then switch to 12.5 u/ml of heparin in purge. No art line or foley. Urine output low and initial urine was reddish. Checking with dr. St. Claire currently for next steps and possible repositioning. The impella was successfully weaned and explanted.